Event description:
The operator attempted closure of an arteriotomy site in the femoral artery with the starclose device following an unk procedure. The device became stuck in the patient's groin, but was manually removed. Hemostasis was achieved through manual compression. There was no test or treatment needed.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.